Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged. The lead was successfully repositioned in a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Records indicate this lead remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient later expired. The lead remained in service without further complication following the revision procedure. There were no allegations against lead functionality at the time the patient expired.